Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The investigation is ongoing. Placeholder.

Event description:
During a trochanteric fixation nail (tfn) procedure the assembly was slipping after the triple tfn sleeve was tightened. Another assembly was used to successfully complete the procedure. No adverse event to patient. There was no delay in the procedure. This complaint is on the 130 degree aiming arm. This is 3 of 3 reports for complaint (B)(4).